Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported pump not continuing infusion after downstream occlusion alarm is resolved, which was not reproduced during evaluation. The cause was determined to be a downstream tubing guide depth being out of range. The downstream tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not continue infusion after downstream occlusion alarm. The problem was resolved during the preventive maintenance in the biomed service department. There was no patient involvement. No additional information is available.